Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that one day post implant, low sensing was observed. Increased threshold was also noted. The lead was found to be dislodged. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
No medwatch form was received.